Event description:
It was reported that the pt visited the clinic on september, 2006, stating that an impact against the implant had occurred after falling off a trampoline. The evidence is pointing to mechanical stress of the reference and the active electrode arrays.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.